Manufacturer narrative:
A united states (us) customer reported a discordant, falsely elevated high-sensitivity troponin I (tnih) patient result obtained on an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a total service visit and found that the lumo waste pinch valve was stuck causing a vacuum leak. The pinch valve was repaired and the pinch valve tubing was replaced. The probe alignments were verified as acceptable. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00008 was filed in conjunction to this report.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) patient result was obtained on an advia centaur xpt instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument and again on an alternate advia centaur xpt instrument. The repeat result was reported, as the correct result, to the physician(s). Due to the initial false positive result, the patient received an EKG and chest x-ray. There are no other reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) patient result.